Manufacturer narrative:
The hospital's xps sinus resector system, which includes power console, hand piece and footswitch, were evaluated. The alleged hot hand piece condition could not be duplicated during functional testing. The footswitch required some adjustment, but did not cause or contribute to the reported injury.

Event description:
After sinus sugery, the recovery room said that the male pt had a blistered burn on his stomach where the surgeon had previously rested the hand piece during. The 2nd degree burn was in the shape of the m4 microdebrider hand piece. The pt was treated with a topical burn ointment and recovered without additional treatment.